Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent a breast augmentation revision with two 750cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 4 on the right and bake grade 1-2 on the left) post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy was observed when the information reported included a date of event (B)(6) 2014) that occurred prior to the manufacturing date of the breast implant. The date of event field in section b3 will intentionally be left blank. If new information becomes available, mentor will submit a supplemental report. This report is for the left side device.

Manufacturer narrative:
On march 11, 2024, mentor received additional information reporting that the patient underwent device explantation on (B)(6) 2023. It was also reported that the patient desired a vertical mastopexy as the patient was concerned about the asymmetry of the breast; the breast being extremely round and droopy. The patient had grade 2 breast ptosis. In addition, it was also reported that the patient's capsular contracture's baker grade was baker grade 4. It was also reported that the patient's replacement device was a 590cc mentor memorygel boost breast implant with serial number (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, asymmetry, and breast ptosis. Manufacturer¿s reference number: (B)(4).